Event description:
It was reported that during a biliary bypass procedure, the white plastic tip broke off after 3rd firing. The remaining clips flew off when further clipping was attempted. Another instrument opened to complete the case. There was n pt consequence.